Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-11190. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured" device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ raynaud's phenomenon: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side ¿raynaud¿s phenomenon." Patient additionally reported "moderate" breast pain. Healthcare professional later reported "left side doesn't feel quite right, may be a rupture". Device has been explanted.